Event description:
It was reported a pericardial effusion occurred. The patient underwent a left atrial appendage (laa) closure procedure. A watchman access system was positioned and a 21mm watchman laa closure device and delivery system was advanced. The closure device was deployed. After the release criteria was met, the device was released in the laa. The access and delivery system were removed. During the final imaging sweep with transesophageal echocardiogram (tee) a pericardial effusion was observed. The patient was observed while on the table and there were no significant hemodynamic changes. However, the effusion was increasing so pericardiocentesis was performed. No further patient complications were reported. The patient was stable and released from the hospital.